Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a social media post on patient treated with coolsculpting who may have developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a social media post on patient treated with coolsculpting who may have developed paradoxical hyperplasia (ph).